Event description:
It was reported that pump experienced malfunction alarm with no further details from customer. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned for return for further evaluation, and replacement pump was provided while distributor awaited device return for investigation.